Manufacturer narrative:
Continuation of d10: product ID 37761, lot#/serial# (B)(6), product type recharger. Product ID 37092, lot#/serial# unknown, product type multiple therapy product. Product ID 37791, lot#/serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting weeks ago the patient's (pt's) patient programmer did not work very well. It was very slow and they had to try 3 or 4 times before they got it to work/connect. They did not know what happened on the screen but when they pressed the sync button it was not syncing so it was not working. Every once in a while they could get it on then it did not work at all. The pt then got sick for 3 weeks and they did not use it for several weeks. When trying to use it they could not get it to do anything. They put new batteries in it and the programmer was dead. Pt then realized they could turn the stimulation on with the insr, so they turned their stimulation on and off with insr. During call pt verified they used a programmer antenna and there was no damage to it. The issue was not resolved. An email was sent to the repair department to replace the patient programmer. It was also reported that at least 5 or 6 days ago the insr would not work for the insr died. They plugged the insr into the dtc and it did not charge up. The insr eventually went dead even though the ins was still on with stimulation. For 5 days they could not turn the stimulation off. They could not lay flat in bed when the stimulation was turned on. They had to sleep in a recliner before the ins battery died. During call pt verified no damage to the dtc and that the green light turns on when plugged into the ac power. Pt plugged the insr into the dtc and the insr turned on; caller said they plugged it into a different outlet on call. Pt got the message to charge the recharger before they got to the ins charging screen. The pt got 0 coupling boxes even after repositioning. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. Pt called back and confirmed that they received the patient programmer antenna and recharger antenna. However pt was very confused and was expecting new devices not just the cords. During the call pt confirmed that the pt programmer was working as intended. Agent reviewed because the ins was depleted it wouldn't be able to find the device. Agent then instructed pt to swap out the recharger cords. Pt did so but was still unable to get the insr to power on. Pt confirmed that the green light was no longer showing on the desktop charger. A desktop charger was sent.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 37092 (serial: unknown); product type: 3242-multiple therapy product; implant date n/a; explant date n/a product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: restore desktop charger 37761 (serial# (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.